Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that the navigation system wasn't connecting to the medtronic imaging system and was unable to see the medtronic imaging system¿s trackers. There was no patient present when this issue was identified. There was no delay in a case due to this issue. A medtronic representative (rep) later called in to report that the site had notified him that the system had been working and they were going to move forward with planned cases. The rep performed troubleshooting with the navigation system and imaging system. The imaging system had tape over both receptors on the tracker. The rep noted that their ethernet cable looked damaged, but the rep was able to verify from the imaging system to the navigation system successfully. In the software the rep could see the imaging system trackers on both sides with the tape on. The rep took the tape off the receptor and was still able to track both imaging system trackers. The rep was unable to replicate the issue during troubleshooting. The rep stated that the single issue with the communication between the navigation system and the imaging system was the network cable. It was noticed that the cable was badly damaged. It was stated that the systems are working as intended and no issues have be mentioned. The issue had been resolved.